Event description:
Reference number (B)(4). Event occurred in hungary. It was reported that patient faced infusion set leakage event at the quick release. No further information was available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: hungary.